Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00220 on august 21,2020. September 16, 2020 additional information: patient data was provided by the customer: sid (B)(6), date: (B)(6) 2020, result: 2.00 index. (B)(6) 2020, result: 1.87 index. Sid (B)(6), date: (B)(6) 2020, result: 1.99 index. Sid (B)(6), date: (B)(6) 2020, result: 0.85 index. Sid (B)(6), date: (B)(6) 2020, 0.44 index. A siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse changed the check valve and fitting wash due to a liquid leak. Siemens healthcare diagnostics continues to investigate.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2020-00220 on august 21,2020. Siemens filed the MDR 1219913-2020-00220 supplemental report 1 on october 09, 2020. November 20, 2020 additional information: siemens healthcare diagnostics has concluded its investigation of atellica im and advia centaur sars-cov-2 total (cov2t) non-reproducible false reactive results with kit lots ending in 004, 005, 035 and 006. Siemens investigation determined that although non-reproducible false reactive results were observed with multiple kit lots, results indicate the negative percent agreement confidence interval of the kit lots evaluated overlap the confidence interval in the IFU; therefore they are performing within claims and a change in performance has not been confirmed. The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. The advia centaur xpt sars-cov-2 total (cov2t) lot 035 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required. In section h6, the investigation finding, and investigation conclusion codes were updated.

Manufacturer narrative:
The IFU states in the limitations section: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings. A reactive test result does not exclude past or present infection by other coronaviruses, such as sars-cov-1, mers-cov, hku1, 229e, nl63, or oc43." A false positive/reactive result would not be used in isolation and would be correlated with clinical history. Additional laboratory testing would be used to determine specific antibody presence. Although there is no potential for serious injury in this case, a MDR will be reported to the FDA as a requirement of the emergency use authorization (eua). Siemens healthcare diagnostics is investigating.

Event description:
The customer obtained a reactive (positive) advia centaur xpt sars-cov-2 total (cov2t) result for a patient sample on (B)(6) 2020. The result was reported to the physician and was questioned. A new sample was tested on the advia centaur xpt sars-cov-2 total (cov2t) assay on (B)(6) 2020. The result was nonreactive (negative). The first sample was repeated, and the result was nonreactive (negative). There are no known reports of patient intervention or adverse health consequences due to the reactive cov2t result.